Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 4. The baxter technical representative (tsr) recycled power, cleared and explained the alarms. The home patient (hp) will discard supplies and call the registered nurse(rn) regarding the air detect alarm and any missed therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding the system error (se) 2240. The cg stated he did not know how air got into the lines and that he checked for leaks, but could not find what happened. The cg stated that in the morning the home patient (hp) did a manual exchange and then did therapy again on the cycler that night with no problems. The cg stated the hp is doing fine. Ps asked the cg if he know the lot number for the cassette he was using and the cg stated he was away from home, but if ps called back he would be able to provide any additional information.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).